Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) may have 'moved' and was causing them pain. The device remains in use. No further patient complications have been reported as a result of this event.